Event description:
The customer reported the coulter act series analyzer had a probe leak, with a volume of approximately a few milliliters, on startup. The leak was not contained within instrument. The baths had previously overflowed but the customer had resolved the issue by performing a clean bath procedure. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced solenoid valves along with a new probe block. The fse replaced clogged dual diluents filters, which resolved issue. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The alleged failure mode of clogged dual diluent filters, upon recurrence, has the potential to cause discrepant results resulting from the potential carryover of fluids. (B)(4).